Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant's investigation. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. There is a probable association between the patient's co-morbidity of diverticulitis and the event.

Event description:
A peritoneal dialysis patient called technical services and reported that her cycler kept sounding repeated 'dc - drain complication encountered' support messages in drain 1 of 4. During follow-up with patient's nurse she stated the patient had an escherichia coli positive peritonitis on approximately (B)(6) 2016 that the medical staff felt was related to her diverticulitis. On approximately (B)(6) 2016, the patient was admitted for experiencing continuing symptoms of peritonitis. The patient's effluent was bloody and the medical staff at the hospital believed again this was due to her diverticulitis and polyps. Patient's nurse did not know what they treated the patient with initially in the hospital but the patient was administered cefepime; dose regimen and route not reported. The nurse reported the hospital staff felt the alleged event was a relapsing peritonitis with an underlying cause of bowel issues.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification.

Event description:
A peritoneal dialysis patient called technical services and reported that her cycler kept sounding repeated 'dc - drain complication encountered' support messages in drain 1 of 4. During follow-up with patient¿s nurse she stated the patient had an escherichia coli positive peritonitis on approximately (B)(6) 2016 that the medical staff felt was related to her diverticulitis. On approximately (B)(6) 2016, the patient was admitted for experiencing continuing symptoms of peritonitis. The patient¿s effluent was bloody and the medical staff at the hospital believed again this was due to her diverticulitis and polyps. Patient¿s nurse did not know what they treated the patient with initially in the hospital but the patient was administered cefepime; dose regimen and route not reported. The nurse reported the hospital staff felt the alleged event was a relapsing peritonitis with an underlying cause of bowel issues.